Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Point of sales team reported that an insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The sales team reported that the customer declined to report issue. The sales team stated that the top rim of the reservoir compartment was broken and the insulin pump was delivering insulin inconsistently. The insulin pump will not be returned for analysis.